Event description:
It was reported to bsc/target that during the procedure the power supply did not signal detached, yet under fluoroscopy it was determined that the gdc 10-soft sr stretch resistant synerg detection circuit had detached. The patient's condition was not affected by this event.